Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m139732 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m139732 and test base part number 190-430 / lot m139732. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m139732 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal kitted nipro sponge s swab. Repeat testing was not performed. Confirmation testing on nasopharyngeal swabs with pcr generated negative results; CT values not provided, on (B)(6) 2021. It was reported the patient had pcr testing performed again on (B)(6) 2021 and negative results were generated; CT values were not provided. The customer stated the patient was not symptomatic and visited the outpatient with a fever. The customer reported the patient's images did not show anything of significance. The customer confirmed that no patient harm occurred.